Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced drainage at the stoma site. On (B)(6) 2018, the patient's caregiver reported that after placement of peg and peg-j tubes, the patient experienced a minor infection and was treated with unknown antibiotics. On an unknown date, the stoma site infection resolved.